Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument silver cable was torn. There was no report of patient involvement. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Follow-up was performed to request additional information related to the reported problem. However, the nurse noted that there was no further information that could be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the frayed grip cable to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. Additional observation(s) not reported by site were also identified. The fenestrated bipolar forceps instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.039¿ - 0.213¿ in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. The instrument was found to have thermal damage on the yaw pulley. The conductor wire was not damaged and the fenestrated bipolar forceps instrument passed an electrical continuity test. The root cause of this failure is attributed to mishandling/misuse. No image or video of the procedure was provided for review. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/lot number n13210614 0189) associated with this event has been performed. Per the review, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system sl0664. The alleged instrument had 3 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instrument had evidence of thermal damage on the yaw pulley. Thermal damage on the yaw pulley is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.